Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet repeatedly displayed a restart alert approximately hourly despite successful restarts and a full battery, and the user transitioned back to a previous insulin delivery system while a replacement ilet was arranged. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of ilet therapy and use of an alternative insulin delivery method. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.